Event description:
The user received questionable tsh results for multiple samples from one patient on the analytical e module analyzer which did not match the clinical condition of the patient. No units of measure were provided. On (B)(6) 2009, the result from the e module was 15.83 and the result from a beckman analyzer was 0.04. On (B)(6) 2011, the result from the e module was 12.11 and the result from a beckman analyzer was 0.01. On (B)(6) 2011, the result from the e module was 12.95. The result from a beckman analyzer was 0.02 and the result from a centaur analyzer was 0.10. On (B)(6) 2011, the results from the e module were 17.95 and 16.72. The result from a beckman analyzer was 5.34. The results from the e module were not reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
A sample from the patient was provided for investigation. The presence of an interference with ruthenium- label was confirmed. This interference is documented in product labeling for the assay.

Manufacturer narrative:
This event occurred in (B)(6). Another assay related to this event was reported in the medwatch report with patient identifier: (B)(6).